Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device battery was excessively depleting. Review of device image confirmed that the device was depleting faster than expected. The device was explanted and replaced. The patient was in stable condition post-procedure.